Event description:
It was reported that the pump screen was dark and would not turn on. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.